Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to weight loss which cause a migration. The patient is doing well post operatively and the device will not be returned as it was disposed per facility.